Event description:
On 05/09/2022, it was reported by facility representative via sems that a ar-12990 knee scorpions screw is coming out of it. This was discovered during an unknown time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection concluded without the observance of any emerged/backed out screws, as identified in the event description. Instead, the 908-504 palm spring had disengaged. Based off the information provided, the most likely cause of the reported failure is wear and tear.